Event description:
The customer reported obtaining erroneous high red blood cell (rbc) and platelet (plt) results which were generated from a secondary mode of a beckman coulter lh 750 hematology analyzer for three patient samples without instrument generated messages or flagging. The sample was repeated on the original instrument using a primary mode and corrected results were obtained. The erroneous results were reported out of the lab but an amended report was issued subsequently. Patient treatment was not affected and there was no injury or death associated with the event. Beckman coulter field service engineer (fse) found the center section of the blood sampling valve (bsv) loose and bubbles in the rbc diluent dispenser during startup. Fse replaced the bsv and rbc diluent dispenser and adjusted the primary and secondary calibration factors. Fse verified repairs per established procedures and results met published specifications. Root cause is likely attributed to the loose bsv and bubbles in the rbc diluent dispenser.

Manufacturer narrative:
Evaluation code - results code - (other): red blood cell (rbc) diluent dispenser.